Manufacturer narrative:
(B)(4). The returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on medial side. Not all pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in a zrm. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from that the instrument was returned and reported fractured. This issue was discovered during the cleanup process. No patient involvement.